Event description:
Hcp reports pt presented with dizziness, blurred vision, slurred speech, and an altered breathing pattern. The pump was reprogrammed to reduce the daily infusion rate. Two days later the pt had reported to have improved all symptoms except the altered breathing pattern. The infusion rate was then decreased again. Four days later the pt still noted an occassional episode of dysphasia despite normal oxygen saturation rates. No further adjustment to the infusion rate will be made. The pt has a consultation with a pulmonologist pending.